Event description:
It was reported that patient underwent a right manipulation under anesthesia and aspiration approximately forty-five days post-implantation due to stiffness. No infection was noted with the knee aspiration. No further interventions have been reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00039. Concomitant medical devices: articular surface medial congruent (mc) right 11 mm height, catalog#: 42522100711, lot#: 64981173. Tibia cemented 5 degree stemmed right size e, catalog#: 42532007102, lot#: 65303619. All poly patella cemented 32 mm diameter, catalog#: 42540000032, lot#: 65354769. Unknown bone cement ,catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function.